Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that a procedure was recently performed to surgically abandon and replace this right ventricular lead due to ongoing high shock impedances. No adverse patient effects other than the additional procedure were reported.

Event description:
Boston scientific received information that high shock impedance levels greater than 125 ohms were detected on this transvenous lead. A follow up appointment has been scheduled for the near future, and it was noted non-invasive programmed stimulation may take place at that time to assess the integrity of the lead. No adverse patient effects were reported.